Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that out of regulation (oor) error displayed. There was a high impedance electrode. The patient was advised to contact their health care provider (hcp).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6. Codes have been updated to reflect the new information. Refer to regulatory report number 3004209178-2024-23731 for the report of the implant date being after the expiration date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that everything was ok when asked what the impedance measurements were. The cause of the oor was asked and the manufacturer representative (rep) responded that no abnormal impedances were detected. When asked for the cause of the high impedances, the rep responded by saying "normal impedances". The actions taken to resolve the event were that they reprogrammed from "- + to + - - + with 250 s, 50hz after that normal regulation was possible." Regarding if the event resolved, the rep reported that it was resolved and for now it seems ok. The information was confirmed / provided by the physician; the physician joined the programming follow up.